Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve and the valve also appears disfigured. The returned valve did not meet the requirements for leak due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was implanted smoothly. After implant, it was found that cerebrospinal fluid leaked from the ¿soft and hard¿ junctions at the distal end of the valve. Upon removing the valve, it was found to be ¿broken.¿ the valve was replaced and there was no injury to the patient.